Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
Stent was to be placed in sma through fenestration. The 7fr anl is seated in artery and 10mm stent was advanced through sheath. Stent was tight from about mid aorta height, and was stiff going around into sma through sheath. The stent was positioned correctly and sheath was retracted and stent deployed. The balloon was unable to be removed/retrieved back into sheath and balloon and sheath were removed together.